Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20sep2018. The customer troubleshot with philip's technical support. The customer replaced the power supply and the issue was addressed. The ventilator was returned to use.

Event description:
It was reported that the ventilator does not operate under alternating current (ac) power. There was no patient harm reported. The event date was not specified; estimate used.